Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) had low vacuum, system fail and shut off. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, e1(initial reporter, event site email), e2, e3, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: h6(medical device ¿ problem code). A getinge field service engineer (fse) stated this was an iab disconnected error which resulted in condensation in the unit and a low vacuum alarm. Fse performed the condensation removal procedure and calibration and the problem was resolved.

Event description:
N/a.